Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds with pacing spikes and no capture. The physician noted a rough area on the proximal insulation and when manipulated it caused loss of capture and some oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.